Event description:
It was reported that the medical professional's hhd was not working properly because it is old. Attempts for additional relevant information were unsuccessful.

Event description:
Additional information was received that the handheld device just needed to be plugged in to charge and that no other issues were suspected.